Event description:
It was reported that the patient was hospitalized due to receiving inappropriate hv therapy due to noise. The lead was capped and replaced. Patient condition post procedure was well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.